Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported entrapment of the device was unable to be confirmed as it was based on operational circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. A cine was received and reviewed by an abbott vascular clinical specialist. Cell phone video of the lab monitor was provided and the video quality is very poor. Wires are seen positioned in the lad and a large first diagonal. A short stent or bdc is seen inflated in the lad covering the first diagonal. Post deployment shows the trapped diagonal wire and a greatly expanded lad diameter where stent was positioned. Wires are seen removed. Proximal lad is very small and first diagonal is spasmed. An expanded stent is never seen. From the images provided it cannot be determined what occurred. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the reported patient effects of death, miocardial infarction, treatment with medication and occlusion are listed in the fmea for coronary & peripheral use guide wire instructions for use as known patient effects that may be associated with use of a coronary stent in native coronary arteries. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report additional information was provided indicating that it was a high grade, subtotal stenosis at the bifurcation of the lad and the 2nd diagonal. After pulling back the xience prox the condition of the patient deteriorated and the patient was resuscitated directly. Vascular occlusion in the middle part of the lad and non st elevation myocardial infarction (nstemi) was detected. The patient was intubated and treated with catecholamines. The patient expired despite treatment with catecholamines and resuscitation for 20 minutes.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the balance middleweight guide wire was jailed in the xience prox stent implanted in the proximal left anterior descending (plad) artery. Upon using force to remove the guide wire, the implanted stent was explanted. After resuscitation, the patient died. No additional information was provided.